Manufacturer narrative:
Corrected data in h6: method code 3331 no longer apply to this event due to the additional update received. Corrected data in h6: results code was changed from 115 to 3221 and conclusion code changed from 18 to 4315 due to additional update received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced difficulty charging their ipg after gaining weight. Later, the ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.